Event description:
It was reported that the ilet bionic pancreas displayed an insulin occlusion alert with a reported blood glucose of 336 mg/dl, after which the caregiver dismissed the alarm, detached the set, and successfully primed several units through the tubing before reattaching, at which point insulin delivery resumed and subsequent follow-up confirmed return to range with no recurrence of the occlusion alert. Customer care provided support that included verbal troubleshooting and education to clear the occlusion and confirm proper insulin delivery. Investigation of this case revealed that an occlusion occurred in the insulin path that was cleared by priming the tubing and reattachment, with the device and infusion path functioning after clearing the alarm. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the hyperglycemia without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.